Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by pump error 53(line number 5632 file number 2005) critical handling alarms confirmed in the history/trace files on 01/31/2025 at 15:01:02.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, corroded battery tube, cracked case, and label damage(faded/stained/peeling). Critical pump error (open book image) alarm confirmed due to pump error 53 alarm. Pump error 53(line number 5632 file number 2005) alarms confirmed in the pump history file suspecting software issue esf#: (B)(4). Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage near the battery compartment (no damage to the battery cap). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Instructed the customer that pump will be replaced. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1712k was requested and customer has returned the device for analysis.